Event description:
The customer reported that the transformer for their pump in style device was broken and that she could see the wires inside the transformer.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, the customer indicated that the transformer housing was cracked and the piece about the size of her thumbnail was missing from the housing, exposing the inner electronics. The original product was rec'd on 08/15/2013, but was not evaluated at the time of this report. Should add'l info become available resulting in a new, changed or corrected info, a follow up report will be filed at this time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduct the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping.